Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the dental implant did not osseointegrated. Twenty ncm of primary stability was achieved and the implant was immediately loaded. The patient presented insufficient bone quality/ quantity (bone type iii).